Event description:
Related manufacturer reference number: 2017865-2024-73523. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial and right ventricular leads exhibited noise. No changes or interventions were reported. The patient was in stable condition.